Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-010-01-0225 - logic femoral ps cem left sz 2.5, 5405667, 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t, 4087157, 200-02-38 - three peg patella 38mm, 5407370.

Event description:
As reported by the user facility: white/cloudy residue appeared to be floating in the tubing. No injury reported.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. A contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, e, g. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. A contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.